Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the guidewire not advancing is confirmed but the exact cause remains unknown. Three photo samples of a powerglide pro device were provided for evaluation. The first image depicted a product sticker label indicating lot: regy1413. The second image showed the proximal end of the device housing. The guidewire appeared to be present and decoupled from the purple slider. The third image showed the distal end of the needle. The catheter is not shown and the safety mechanism has been fully activated over the needle. Based on the information provided, possible contributing factors include advancement of the guidewire into tissue or against resistance resulting in decoupling of the guidewire. Since the guidewire was observed to be in a position that would likely not advance, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer" guidewire recoiled when he was checking it prior to insertion." Additional information received 04/18/2023: it was reported by the customer "when I was checking the guidewire before using the midline catheter, I noticed that I could advance the slide, but the guidewire would not advance. Upon further evaluation, it looks like the guidewire recoiled into the device. I had not yet poked the patient, as we were taught to make sure the guidewire is intact even before insertion. The product I was using was the midline catheter kit."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer" guidewire recoiled when he was checking it prior to insertion." Additional information received (B)(6) 2023: it was reported by the customer "when I was checking the guidewire before using the midline catheter, I noticed that I could advance the slide, but the guidewire would not advance. Upon further evaluation, it looks like the guidewire recoiled into the device. I had not yet poked the patient, as we were taught to make sure the guidewire is intact even before insertion. The product I was using was the midline catheter kit."